Event description:
During extracorporeal shock wave lithotripsy treatment of kidney stones with non-gated firing, pt went into ventricular fibrillation. Pt was resuscitated with precordial thump. There were two left renal stones. The first one in the lower pole was treated at power level 9 with non-gated pulses at a rate of 120. After 1000 pulses, the stone was successfully fragmented. The second one was in the upper pole. After about 75 non-gates pulses, pt had episode of arrhythmia and was switched to gated mode. After about 100 shocks, they resumed the non-gated at a rate of 120. Within 50 pulses, the second event occurred and it was switched to gated mode again. At about 300 pulses, the pt's heart stopped. CPR was used to revive the pt and the procedure was aborted. The transportable modulith unit has since been transported to other sites and has treated over 40 pts in 3 weeks with no problems. The unit is checked routinely by owner of the unit, for proper operation when setting up. The pt is doing well and is stone free now.